Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a plausible lead fracture. The lead had been capped as part of a previous upgrade. No patient complications have been reported as a result of this event.